Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited battery depletion that did not meet expectations. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.